Manufacturer narrative:
One device was returned for repair. This device has not been in for service in the review period. Review of event history log found two high alarms displayed: cassette not attached properly. Visual/functional testing was performed. The reported problem of cassette sensor defective was not duplicated. Found evidence in event history log related to complaint. The cause was intermittent downstream occlusion sensor. Replaced the downstream occlusion sensor to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repairs.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. There was no patient involvement, no patient injury was reported.